Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. The initial report should be voided and a corrected report will be filed under MDR number: 0002648920-2023-00038.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. The initial report should be voided and a corrected report will be filed under MDR number: 0002648920-2023-00038.

Event description:
It was reported that a patient underwent a revision procedure approximately two years post implantation due to patella clunk and anterior knee pain. The patella component was revised. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Medical product: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. Report source: foreign: australia. Diligence is in progress to determine if the device will be returning to zimmer biomet for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.